Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2013 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. The keypad button symbols were worn; which has no effect on insulin delivery function. The keypad buttons responded properly during testing. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The date of submission for follow up #1 should read 12/05/2013 and the date of evaluation should read 11/25/2013